Event description:
During service of the unit a won't cycle condition with all leds and constant single tone alarm was found. Replaced logic board due to failure of integrated circuit u15. Replacement part unavailable.